Event description:
Completed medwatch rec'd from user facility reporting serious injury pt event. The director of nursing reports that a pt experienced blood loss > 100 cc because the arterial pressure monitoring line was inadvertently left uncapped and unclamped during the dialysis treatment. The blood loss was not noted earlier because the end of the tubing had fallen behind the concentrate jugs that are sitting on the platform on the base of the machine. The blood loss was noted 1 1/2 hours into a 3 1/2 hour treatment. The pt was for dialysis 3 x weekly, on an f8 dialyzer, bloodflow 400-450cc/min. The vascular access is a central line catheter placed in the pt's chest. There was no difficulty maintaining the bloodflow the day of the pt's chest. There was no diffculty maintaining the bloodflow the day of the event. Venous pressure was 200-260mmhg. The facility usually monitors arterial pressure but did not do so on this pt the day of the event. Pt labs 12/10 hgb 9.3 & hct 32.8. Post treatment, the pt was sent to the acute hospital for assessment. The hgb was 9.8 at that time, the pt offered no complaint and was discharged to home. Later the same evening the pt experienced chest pain and shortness of breath and returned to the emergency room. The hgb at that time was 7.2 hct 21.6. The pt was admitted and transfused with 3 units of blood. The pt returned to the dialysis clinic 3 days later and has had no further difficulty.